Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture on the distal shaft and revealed stretching. If the device is forcefully retracted against resistance, damage such as this may occur. The distal fractured segment was not returned for evaluation. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1, m2, and m3 segments of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), neuron max 6f 088 long sheath (neuron max), and non-penumbra catheter. During the procedure, the physician experienced resistance while removing the 3maxc from the neuron max after a pass. Subsequently, the physician performed a contrast run and noticed the tip of the 3maxc was left behind. The physician used the catheter to aspirate the tip out. The procedure ended at this point. There was no report of an adverse effect to the patient.